Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014, resulting in a hypoglycemic event. Paramedics were called and administered the patient an IV. Readings at the time of the event were reported as bg meter 30/32. No ambulance or hospital visit was required and patient recovered quickly. No further medical intervention or injuries were reported. Patient's son claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts were functional.